Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the h left ventricular (lv) lead had dislodged during normal follow up one year after implant. The lead was programmed off and explanted and replaced. No patient complications have been reported as a result of this event.